Event description:
It was reported that the patient received inappropriate therapy for possible supra ventricular tachycardia (svt) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 447052 boston scientific lead, implanted: (B)(6) 2005; 429688 lead, implanted: (B)(6) 2013. (B)(4).